Manufacturer narrative:
Patient weight is unknown. Additional product codes: gwo, gxr. Device has not been explanted at this time complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post-operatively, the patient became infected by e. Coli at the surgical site. The original implant occurred (B)(6) 2018. The surgeon indicated the e. Coli was due to unhealthy living conditions of the patient. The explantation of the two psi implants and ti matrixneuro screws has not occurred at this time. A cranioplasty is scheduled in three to four (3-4) weeks. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was inadvertently reported that the implant date is unknown of initial report. The implantation date is known and reported as (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.